Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.

Event description:
It was reported that the customer was hospitalized due to high blood sugars. Customer's blood glucose reading at the time of hospitalization was 900 mg/dl. Caller stated that the customer's insulin pump was not delivering insulin at all, kept stating to rewind and alarming no delivery. Nothing further was reported.